Event description:
I used renu with moistureloc contact lens saline solution from 9/1/05 to 1/1/06. I was diagnosed with keratvea" conjunctivitis of both eyes. I was on treatment for four months, and I still have permanent scarring on both of my corneas.